Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the close door message. After closing the door, the unit alarmed door not fully latched caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had a close door message. It was also reported that there was no patient involvement.